Event description:
It was reported that the dreamstation auto CPAP device was being returned due to the user passing away. There was no allegation that the device contributed to the death. Reportable since device issue/event has or may have caused or contributed to a death.